Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient lost their remote in (B)(6) and has been without it since. The patient's loaner remote came yesterday ((B)(6)) and the patient went to start charging their battery. The patient stated he was trying to connect and his legs started tingling, and not a good tingling. The patient had a hip replacement back in (B)(6) and the hospital lost his remote. The patient stated "the screw" is near the battery, but the battery is 100% depleted. The patient will be meeting with a clinical specialist at their next office visit with their implanting provider to troubleshoot in person. The patient was advised to wait until he was in medical facility with a doctor. The issue has not been resolved at this time. Additional information was received from a manufacturer representative regarding the patient. It was reported that the screw that the patient was referring to is from his hip replacement he had done; however, the manufacturer representative was not sure what the patient means. The patient has been sick and not able to get an earlier an appointment with the health care professional. The patient has a scheduled appointment for (B)(6) 2019 to resolve the dead battery. Additional information was received from the patient via a rep. The rep reported that the patient had a burning sensation down the left leg any time the recharging receiver attempts to communicate with the ins. The rep noted that the patient had a fall on (B)(6) 2019 which resulted in a broken hip, cause unknown. The patient subsequently had surgery on that hip and the ins was inches from the surgical site. The rep reported that during that surgery, the patient¿s controller was misplaced in the hospital. The patient was unable to use his device while he was in recovery for months later. The patient received a replacement controller about a month ago and noticed when he attempted to pair the device with the ins that he felt this burning in his leg. The rep reported that his ins has no charge and was currently unable to be charged due to this issue. The rep attempted to pair the controller and the patient experienced the burning sensation and the pairing was immediately stopped. The rep reported that the healthcare provider (hcp) planned on replacing the battery under light sedation and test the leads while on the table for proper function. The patient would not attempt to use the ins in this time. Surgical intervention was planned but not yet scheduled. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found it was functionally okay with insignificant anomalies. Supplemental to update codes, previous fdc, fdr, fdm codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient lost their remote in (B)(6) and has been without it since. The patient's loaner remote came yesterday ((B)(6)) and the patient went to start charging their battery. The patient stated he was trying to connect and his legs started tingling, and not a good tingling. The patient had a hip replacement back in july and the hospital lost his remote. The patient stated "the screw" is near the battery, but the battery is 100% depleted. The patient will be meeting with a clinical specialist at their next office visit with their implanting provider to troubleshoot in person. The patient was advised to wait until he was in medical facility with a doctor. The issue has not been resolved at this time. Additional information was received from a manufacturer representative regarding the patient. It was reported that the screw that the patient was referring to is from his hip replacement he had done; however, the manufacturer representative was not sure what the patient means. The patient has been sick and not able to get an earlier an appointment with the health care professional. The patient has a scheduled appointment for (B)(6) 2019 to resolve the dead battery. Additional information was received from the patient via a rep. The rep reported that the patient had a burning sensation down the left leg any time the recharging receiver attempts to communicate with the ins. The rep noted that the patient had a fall on (B)(6) 2019 which resulted in a broken hip, cause unknown. The patient subsequently had surgery on that hip and the ins was inches from the surgical site. The rep reported that during that surgery, the patient¿s controller was misplaced in the hospital. The patient was unable to use his device while he was in recovery for months later. The patient received a replacement controller about a month ago and noticed when he attempted to pair the device with the ins that he felt this burning in his leg. The rep reported that his ins has no charge and was currently unable to be charged due to this issue. The rep attempted to pair the controller and the patient experienced the burning sensation and the pairing was immediately stopped. The rep reported that the healthcare provider (hcp) planned on replacing the battery under light sedation and test the leads while on the table for proper function. The patient would not attempt to use the ins in this time. Surgical intervention was planned but not yet scheduled. No further complications were reported.

Manufacturer narrative:
A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information confirmed that the battery was replaced. All impedances were good. The patient was able to feel stimulation in their legs. No further complications were reported.